Manufacturer narrative:
One opened probe was received with a tip protector, in a pouch, for the report of did not cut. The sample was visually inspected and was found to be non-conforming with scratch/gouges marks down the length of the probe needle at one place. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all three functional tests. The returned sample was found to be functionally conforming, therefore a cut issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested during manufacturing for actuation, aspiration, and cut. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not cut during a procedure. The product was replaced and procedure completed. No sample returning. No patient harm reported.

Manufacturer narrative:
No sample has been returned for evaluation for the report of cannot cut; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested the manufacturer internal reference number is: (B)(4).